Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off of device while cleaning tip outside of the patient. It is unknown how the case was completed. There was no adverse consequence to the patient.